Manufacturer narrative:
Reference reports 3012447612-2021-00057 to 3012447612-2021-00069 and 3012447612-2021-00137 to 3012447612-2021-00162. Product code: qhp. The returned device was examined and no indications of damage were observed. The DHR was reviewed and no nonconformances or temporary deviations were associated with this lot that would have impacted the performance of the device; there are no indications of manufacturing-related issues that would have contributed to this event. Based on the information available, the cause cannot be determined. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that four months post-op, the patient's scoliosis curve changed from 51 degrees pre-op to 19 degrees post-op in the lumbar region, from 68 degrees pre-op to 50 degrees post-op in the thoracic region, but developed a trunk rotation in the thoracic region that measures 30 degrees on the inclinometer reduces to 20 degress in a prone position. The decision was made to remove the construct and fuse the associated levels (t5-l4) together. This is report thirty of thirty nine for this event.